Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system would intermittently shut down without command after boot up. There is no report of patient injury.